Event description:
It was reported by a field service engineer that after performing preventive maintenance on the coulter lh 500 hematology analyzer, the red blood cell (rbc) tests were not reproducing during the instrument verification performance tests. Patient samples were not run on the instrument until after the cause was identified, corrected and instrument performance was verified. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed a premature failure on the rbc (red blood cell) diluent dispenser that was previously replaced in (B)(4) 2013. The rbc diluent dispenser was generating excessive air bubbles while dispensing diluent. The fse replaced the rbc diluent dispenser resolving the issue and verified the rbc parameter was reproducing. The fse returned the part for investigation; pending evaluation. If additional significant information is found during the evaluation, a supplemental MDR will be filed. Failure mode was identified: the failure mode is related to a faulty rbc diluent dispenser. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to generate erroneous results for all cbc (complete blood count) parameters due to improper diluent delivery into the baths. Evaluation of product labeling: per labeling, beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).